Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after the implant procedure, the left ventricular lead dislodged and there was high and unstable threshold. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.